Event description:
Procedure type: lap colon. According to the reporter: when the trocar was removed from cannula, the knife damaged a part of cannula and the broken piece fell into the cavity. The piece was retrieved. The sample was discarded by customer. Operating time extended less than 30 min. There was no tissue damage. No pt injury was reported.

Manufacturer narrative:
(B) (4). (B) (4).